Event description:
Biomed reported: please see below all pumps with charger brackets that have issues as of 07/02/2024, no active infusion stopped, or any patient harm occurred. Physical damage: screen damaged. Fresenius kabi requested if the screen was responsive; facility biomed responded saying screen is not responsive. Reporting as a conservative measure (due to screen - no input); no adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
The complaint was confirmed. The device was returned for a broken screen, which was shattered. An internal investigation was performed to find any additional physical damage, none was found.